Manufacturer narrative:
2 of 2. Name: ypsomed ag. Country: switzerland. Street: weissensteinstrasse 26. City: solothurn. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with two infusion sets came off evet on 24 march 2026.